Manufacturer narrative:
The explanted lead was discarded and will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) presented with loss of capture due to a dislodgement. No adverse patient effects were reported. The lv lead was explanted and successfully replaced.